Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they can no longer hear alarms majority of the time. The customer¿s blood glucose was unknown. The customer stated that the battery life diminished and only getting around a week, back light was faint, screen was harder to read as internal light dimmer and screen scratched up, cloudy. The customer was also having a lot of issues with his current system functioning related to continuous glucose monitoring readings have become inaccurate and sensors not lasting full term. The customer declined the technical support. The insulin pump will not be returned for analysis.